Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#:asku.

Event description:
The customer received a questionable free triiodothyronine (ft3) result for one patient sample. The sample was submitted for investigation and was tested on an analytical e module (e170) analyzer and a cobas e411 analyzer. The first result was automatically reported to a physician. No adverse event has been reported. The reagent lot number and expiration date were requested, but were not provided. The initial investigation did not indicate a reagent problem.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. General root causes of low results include issues with sample quality such as foam or bubbles on the sample surface, tilted tubes in combination with wet tube walls, or fibrin clots or strands caused by insufficient pre-analytical handling or issues with insufficient maintenance of the analyzer. A general reagent issue could most likely be excluded.